Manufacturer narrative:
An olympus technician visited the customer site and checked the subject device. The reported issue (no image) was confirmed and found to be caused by a printed circuit board failure. In addition, it was found that the scope socket was worn. The device was repaired on-site by the olympus technician. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device was not displaying an image when connected with 180 endoscopes. There were no issues with 190 endoscopes. The spiral cable (maj-1430) had already been exchanged. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. It was assumed that this product was caused by a failure of the operational amplifier because no countermeasures were taken by changing the design of the operational amplifier circuit on the dr board of the patient board set. Additionally, the service department replaced a defective circuit board set and socket mounting, and it passed the functional test. Olympus will continue to monitor field performance for this device.